Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable on the mega suturecut needle driver instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed a broken grip close cable near the proximal pulleys and proximal clevis cable hole. The idler pulley spun freely and did not exhibit damage. The cable damage stuck out at the instrument's wrist. No major wear was found on the proximal clevis cable hold. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.